Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician initially had difficulty tightening the proximal setscrew of this device during the implant procedure. However, after removing the lead, retracting the setscrew and reinserting the lead, the physician was able to tighten the setscrew fully. This device remains in service. No adverse patient effects were reported.